Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and hemostatic valve leak and hub leakage issues were observed. During the procedure, the vizigo sheath was prepared for use. The physician noted that the valve seemed broken. Tried flushing the sheath and the valve was broken. Physician requested a new sheath. Procedure continued, no adverse events. No significant delay. Additional information was received. Unsure which specific section the issue was observed. The physician did not specify but thought either the valve or the hub. The issue was leakage. The hemostatic valve did not dislodge inside nor outside of the hub. The brim cap did not become detached from the sheath. The brim cap did not become detached from the sheath. The hub did not become detached from the sheath. The sheath was inserted into the patient. No air entered the patient¿s body. No patient consequence. Did not require treatment.